Event description:
It was reported that an ilet user experienced device alerts indicating a motor stall during insulin delivery and a subsequent absolute range error after a restart, which prevented continued pump use and prompted replacement of the device. Symptoms included symptoms included hyperglycemia with a blood glucose level of 442 mg/dl. Outcomes included interruption of insulin pump therapy with continuation of cgm monitoring via the dexcom app or receiver. Investigation included review of device history and user-provided information, with the device scheduled for return and further evaluation. Investigation of this case revealed repeat motor stall behavior not resolved by priming and rewinding and a post-restart error condition that prevented normal operation. It was concluded that the pump exhibited a hardware malfunction affecting the insulin delivery mechanism and requires replacement.